Manufacturer narrative:
B3: unknown device evaluation: one device was received. A visual inspection found a dso seal degraded and lcd scratched. A review of the event history log was able to verify the customer reported complaint. During the functional testing, the device was able to pass the tests. The cause of the issue was found to be contamination found at dso sensor area. The dso sensor was replaced as well as the bezel, seal, lcd lens and labels. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that the pump displays cassette errors when the pump was unloaded, after successful verification procedure. There was unknown patient involvement and unknown patient harm/adverse event reported.